Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) to report difficulty using the one touch ultra 2 meter. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2010, the patient had difficulty using the reported meter due to her impaired vision; she was unable to obtain a blood glucose reading. The patient noted this was a new, out-of-the-box, meter. At an unspecified time after the attempted use of the meter, the patient experienced the symptoms of sweating and nausea. The patient administered self-treatment with food and/or a drink; she did not seek any medical attention. The patient manages her diabetes with insulin on a sliding scale. Troubleshooting revealed the meter and test strips were functioning appropriately and the issue was resolved with patient education. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.